Event description:
The customer reported that the device can't start. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device can't start. No pt involvement was reported. The device was evaluated by a philips fse. The symptom was verified. The energy select switch assembly was replaced to resolve the issue.